Event description:
It was reported that this right ventricular (rv) lead oversensed noise which resulted in pacing inhibition and inappropriate anti-tachycardia pacing (atp) and shock. Following the shock, loss of capture (loc) was suspected. An inappropriate signal artifact monitor (sam) episode was declared due to noise . In addition, the rv lead exhibited low amplitude and out of range impedance measurements greater than 3000 ohms. It was determined that the rv lead was fractured. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead will not be returned for analysis as it was disposed of following explant.